Manufacturer narrative:
(B)(4). Investigation summary: one sample of infusion set model 2420-0500, lot number 20033027 was submitted for quality investigation. Visual inspection of the infusion set, verifies that the male luer lock (p/n 600117) is missing from the assembly. In addition to the visual inspection comparison to the bom of the assembly confirms the missing component. No additional defects or damages were observed. A device history record review for model 2420-0500 lot number 20033027 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: the root cause of the misassembly has be identified as an assembly issue at the manufacturing facility. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv end piece separated from it inside the packaging. This complaint was created to capture the 7th of 10 related incidents. The following information was provided by the initial reporter: "package was opened and completely missing the end piece".